Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was short of breath and, "shaky." It was further reported that the right atrial (ra) lead exhibited an atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was not malfunctioning.